Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased. The patient¿s daughter stated the emergency medical technician indicated there were no pacemaker spikes on the ECG. A recent implantable pulse generator (ipg) check 2 weeks prior revealed normal device function. The caller alleged the death was related to the ipg and requested device interrogation. No additional information is available.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information: the product has been returned. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.